Event description:
Pt reports that one of the battery packs will not charge. When placed in the battery charger the "little red symbol blinks red". When pt puts it into the monitor there is a "?" (Question mark) displayed for a few seconds and then the screen goes blank.